Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed cosmetic scratches on the device¿s screen, but the device remained fully functional and the user elected to continue use. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and product history review. Investigation of this case revealed no device malfunction and no performance degradation. It was concluded that the event was non-serious, device function was normal, and no corrective action was required.